Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from fasting meter to lab comparison test results of 135 mg/dl using truemetrix meter and 198 mg/dl lab test result, and from result obtained of 97 mg/dl fasting. The customer did not know their expected glucose range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 232 mg/dl using truemetrix meter; customer's expected range is 200-250 mg/dl non-fasting. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/20/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history (time not set): (B)(4).

Manufacturer narrative:
Sections with additional information as of 17-sep-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.